Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure modes for embedded foreign matter and ink smear with the incident lot were observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to the issue of embedded foreign matter through a CAPA and potential causes have been identified. As a result, corrective actions have been established and were implemented. Based on evaluation of the customer photos and samples, the customer¿s indicated failure modes for embedded foreign matter and ink smear with the incident lot was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause for embedded foreign matter has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. A CAPA was conducted to document further investigation and root cause analysis relating to the issue of embedded foreign matter. The investigation has identified the most likely root causes and corrective actions were implemented. Based on the investigation, the most likely root causes for ink smear was determined to be related to the manufacturing process. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with the issue of embedded foreign matter. The investigation has identified potential root cause(s) for this issue and corrective actions were implemented. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer plus blood collection tube contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® plus blood collection tube contained foreign matter. No serious injury or medical intervention was reported.